Event description:
Dislocation occurred at approximately 3 months after initial implantation. No fall or other trauma evident. 36 mm glenosphere and 36 mm + 6 standard humeral cup explanted. Replaced with 40 mm + 3 stability humeral cup, 40 mm centered glenosphere, and 9 mm spacer.

Manufacturer narrative:
Dislocation occurred approximately three months after initial implantation with no known cause. No actual, implied, or suspected link to fx product.